Event description:
The pt received her scs system consisting of one lead and an ipg on (B) (6) 2009. It was reported that postoperatively, the pt had been taken back to the operating room to have the lead removed from the epidural space and attached to nearby tissue. It was reported that on (B) (6) 2009, the physician moved the lead back into the original epidural location. The pt was programmed and reportedly was receiving good stimulation. On (B) (6) 2009, the pt notified the manufacturer by voicemail that the reason the lead was moved on (B) (6) 2009 was because she experienced numbness and some paralysis in her legs. The pt had gone to physical therapy later and regained the ability to walk but her ankles and feet were still numb. The manufacturer attempted to contact the pt with no success. There is no further info available.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.